Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the hcp planned to remove the pump due to infection. The hcp scheduled to shut off the pump at 2 pm on (B)(6) 2018. The pump shut off code was requested. This was also reported as the hcp needed to stop the pump function. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was explanted on (B)(6) 2018. It was reported the patient had been treated, but the current status was not provided. The pump would not be returned as the hcp agreed the pump was working properly, and there was no need to be further investigated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported skin rashes in some areas, including around the pump pocket site, were seen since the last refill date. After a few days, the pocket was red and swelling, and some pus was aspirated from the pocket site. On the day of pump removal, a pus specimen was sent for culture. The result was positive for a bacterial culture, but the hcp could not remember the species.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The name of the initial reporter was provided. The pump was reported to be implanted (replaced previous pump) on 2017-(B)(6), along with the old catheter. The infection was observed on 2018-(B)(6). It was stated the cause of the infection was determined, but the cause was not provided. The patient was reported to be female and 80 years old.